Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented post pulse generator implant with multiple stored egms showing atrial oversensing of noise. The bipolar lead impedance was 280 ohms. The physician opened the pocket and reinserted the lead into the connector header of the pulse generator. The auto mode switch was programmed off to prevent mode switching due to noise.